Manufacturer narrative:
A review of the instructions for use (IFU), manufacturing instructions, quality control, and specifications for the purpose of this investigation. The ultrathane simp-loc locking loop multipurpose drainage catheter from unknown lot number was not returned, nor were any photos provided. No physical examination could be performed a review of the device history record for non-conformances was not possible due to the lot number not being provided. There is no evidence to suggest the device was not manufactured per specifications. With the information available at this time and without the return of the complaint device, a definite root cause cannot be determined. Per the quality engineering risk assessment, no further action is warranted. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the chest tube was cracked above the connection port 9, leading to an air leak. The crack on the catheter caused a slight increase in pneumothorax to the patient due to air intake. The crack was wrapped in tape and condition resolved.